Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: - results pending completion of evaluation. Conclusion code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass procedure there is a high resistance through an fx-25e. *no known impact or consequence to patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 8, 2017. (B)(4). A visual inspection was performed on the returned sample upon receipt. No anomalies were noted anywhere on the device. A review of the device history record revealed no manufacturing anomalies. The pump was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. A retention sample from the same product/lot combination was circulated at 2000 and 3000 rpm's while varying backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. There were no anomalies with the component's functionality. The flow rates were compared to the IFU flow rate graph and were comparable and approximately the same. The results from the retention sample were comparable to the complaint sample. There was no flow issues noted with the pump complaint sample or retention sample. The reported event was not able to be recreated; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.